Manufacturer narrative:
The customer account telephone number is (B)(6). The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications. The cause of this event cannot be determined with the available information.

Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for one patient. The initial elevated access accutni+3 result was above the customer's normal reference range. The patient's sample was reanalyzed two times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and recovered with lower results, within the customer's normal reference range. An additional patient sample was collected and analyzed on the same system and recovered within the customer's normal reference range. The initial elevated result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The patient's sample was collected in a serum tube and centrifuged for ten (10) minutes at 3000g (g force) at room temperature. No issues with sample integrity were reported by the customer.